Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a microsensor could not be detected by the icp express. Another sensor was used to complete the procedure. There was a 30 minute delay but no patient harm.

Manufacturer narrative:
UDI : (B)(4). The sensor was returned for evaluation. It was found that the sensor diaphragm was broken (depressed square section). Due to the condition of the device as received, no functional testing was possible. A review of both the component and finished good manufacturing records found no discrepancies. It was confirmed that the device was not functional when received; however, it is not possible to determine when the damage occurred based on the information provided. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.